Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent revision surgery on an unknown date in (B)(6) 2017 and on an unknown date in (B)(6) 2017. It was reported that the patient experienced an unknown adverse event. The patient had a previous mesh implanted on (B)(6) 2008 which is captured in separate file. No additional information was provided.